Event description:
It was reported that there was high right atrial (ra) lead impedance measurements noted two weeks post implant procedure. During the lead revision procedure, intraoperative measurements using the analyzer showed no impedance issue, however, high thresholds were noted. It was further reported that this was suspected to be a ra lead or device malfunction. The device and ra lead were explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.